Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the dilatation balloon was filled according to the manufacturers' directions. After being held at a specified pressure for a few seconds, the balloon burst. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned device found that the balloon profile was relaxed and deflated; a longitudinal tear was noted. There was no damage to the working length of the catheter. The most probable root cause of balloon torn is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 4, 2010 that a c.r.e wireguided balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the dilatation balloon was filled according to the manufacturers' directions. After being held at a specified pressure for a few seconds, the balloon burst. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.